Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.